Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Based on previously reported adverse events (MFR report #1831750-2010-01872 and 1831750-2010-01873), an eval was performed on all remaining wall saver recliners located at this facility. This eval found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.

Event description:
Caller reported customer had passed out for about 5 minutes while eating her breakfast immediately after taking her medications this morning. He tested her blood glucose as 522 mg/dl after she regained consciousness, and more than 10 minutes later retested at 622 mg/dl. Paramedics were called. Paramedic's system result was 128 mg/dl about 20 minutes after the previous results. The customer was hospitalized. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.